Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that on (B)(6) 2024, the patient fixed their calcaneus, so they were laid up for a few months. They went to physical therapy and their legs started hurting. The patient called a manufacturer representative and the representative kept changing programs even though the patient told them only the right side was working. The patient kept telling the representative that only the right side was working and they just kept changing programs instead of making it right. The patient noted that they had to quit their job because their back, hip, legs, and feet kept hurting, going numb, and the patient was experiencing charley horses. They couldn't even get enough sga in may; the patient had to quit because they couldn't do their job. The patient didn't know if it was because both sides were working or not. The patient still had pain in their legs, and their legs and feet were going numb. A month after the patient saw a different representative, the programmer went out. The patient saw another representative on (B)(6) 2025. There were "3 leads on lt side" which the representative said might be due to scar tissue, however, the patient's registration showed they had only 2 leads implanted. The patient went up 3 clicks from where the representative had it on (B)(6) 2025 and the patient was still experiencing pain/numbness. The patient was to follow-up on (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2024, product type lead product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2021, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 12-sep-2028, UDI#: (B)(4), product ID: 977a260, serial/lot #:(B)(6), ubd: 07-sep-2025, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that there was no issue with the leads. There were certain electrodes on her leads that she felt in different areas than where he pain was. This is normal. Rep did not know what the term sga means or if referring to. Rep did not know what the patient means when she says her handset ¿went out.¿ her handset was functioning properly. Patient simply needed some additional programming options to work to and is doing well now and getting good pain relief. No further actions are needed. The issues have been resolved. MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.